Event description:
On (B)(6) 2011, a (B)(6) male pt underwent aaa repair under general anesthesia. The pt's anatomical form was suitable for endovascular repair and the procedure was consisted of placement of a main body and two iliac leg grafts. The final confirmatory angiography showed endoleak suspected of type ii or type iii from the junction on the right side. The physician ultimately determined the leak was type IV because another angiography inside the graft showed lumber artery. The physician decided to take a wait and see approach and completed the procedure. Act 20 minutes before completion of the procedure was 517. The pt's condition is unk as not provided by reporter.

Manufacturer narrative:
(B)(4). Endoleaks are labeled in the IFU. Event eval: still under investigation.